Event description:
Hypersensitivity at multiple injection sites. Pt developed signs and symptoms of hypersensitivity about three weeks after treatment with collagen. Physician treated pt's symptoms with oral antihistamine.